Event description:
The hospital reported that during an endoscopic vein harvesting procedure, specifically, the harvesting phase, upon extending the vasoview hemopro 2 tool out of the cannula, they noticed that the electrical coils were separated from the jaws. Several tributaries and connective tissue were divided prior to them noticing the issue. The jaws were closed during insertion. No resistance was noted. The case was completed with a new hemopro kit. There was procedural delay. There were no patient effects.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/04/2023. An investigation was conducted on 05/17/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base to the tip of the hot jaw, with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000291456 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.